Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a hysterectomy in 1995 and later experienced stress urinary incontinence and urgency. It was reported that she underwent a gynecological surgical procedure on (B)(6) 2008 and mesh was implanted. It was reported the patient experienced dyspareunia following the surgery. It was reported she underwent surgery on (B)(6) 2008 for excision of the exposed mesh. No additional information was provided.

Manufacturer narrative:
Date sent to FDA: 03/09/2020. Corrected information: g4 for follow-up #1.